Manufacturer narrative:
The customer provided beckman coulter with the patient sample for testing. Beckman coulter testing of the patient sample revealed the presence of heterophile interference in the patient sample which caused the elevated bhcg results. Beckman coulter advises customers to carefully evaluate results of patients suspected of having these interferent. Patient sample was evaluated.

Event description:
The customer reported obtaining consistently elevated access total hcg (beta human chorionic gonadotropin) results involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer stated that the result did not agree with the results from two (2) different alternate methodologies' urine and serum pregnancy test. The customer indicated that the patient's pregnancy test was negative but the serum sample was elevated at 130.9 miu/ml. The sample was repeated on an alternate access 2 instrument and elevated hcg result at 137 miu/ml was obtained. The results were reported out of the laboratory and a d&c (dilation and curettage) was performed on the patient as a result of the elevated hcg result. All system parameters, including qc (quality control), calibrations and system checks, were performing within the assay and instrument specifications. The customer did not note any issues with sample collection, handling, or processing in conjunction with this event. The customer did not question any other patient results. The access hcg reagent was used in conjunction with unicel dxc 600i synchron access clinical system serial number (B)(4).